Manufacturer narrative:
B3 date of event is estimated. The unit was returned for evaluation on 04-dec-2025, however it was marked for normal repair and not a full investigation. The unit underwent the normal repair process without an engineering evaluation; therefore, no additional investigation codes are available at this time.

Event description:
It was reported that the patient's unit started alerting and suddenly shut off and stopped producing oxygen while the patient was walking to their car. They had difficulty breathing and their oxygen saturation levels dropped to the 70s according to a pulse oximeter they had with them. They were able to get the unit working again, but the patient had a severe headache afterwards. The patient was traveling with their family and did not have any backup oxygen sources with them at the time. The patient did not have to go to the ER or the hospital at the time of the event. Additionally, the patient stated that they were diagnosed with stage 4 copd recently. A replacement unit was shipped to the patient and it is working fine with them.